Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation"), pelvic pain ("pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("complication and discomfort for constant bleeding") in an adult female patient who had essure (batch no. 855633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, anemia and dysfunctional uterine bleeding. Concomitant products included iron (iron supplement) since (B)(6) 2012, medroxyprogesterone (depo provera)(B)(6) 2012 to (B)(6) 2012, nsaid's since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012, sertraline (zoloft) and vicodin. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish") and weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic discomfort ("discomfort for constant bleeding"). The patient was treated with surgery (hysteroscopy, dilatation, and curettage, attempted novasure endometrial ablation/hysterectomy (partial). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, depression, anxiety and pelvic discomfort outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic discomfort, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepant information. Previous follow up it is reported that hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. As per current follow up device monitoring procedure not performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. (B)(6) 2012-presented for transvaginal ultrasound related to esstvu protocol. Micro inserts were visualized in an optimal location and in place. Uterine position was anteverted. Subject instructed to discontinue alternative contraception today. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events menorrhagia,depression quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2018: pfs received : product indication updated. Event added- genital haemorrhage, pelvic discomfort. Concomitant drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), pelvic pain ('pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 855633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, anemia, and dysfunctional uterine bleeding. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), iron since (B)(6) 2012, medroxyprogesterone acetate (depo provera) (B)(6) 2012 to (B)(6) 2012, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and sertraline hydrochloride (zoloft). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("complication and discomfort for constant bleeding"), pelvic discomfort ("discomfort for constant bleeding") and post procedural complication ("post removal complications"). The patient was treated with surgery (supracervical hysterectomy (uterus only, ablation and hysterectomy (partial)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, depression, anxiety, pelvic discomfort and post procedural complication outcome was unknown and the pelvic pain, menorrhagia and genital haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic discomfort, pelvic pain, post procedural complication, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepant information. Previous follow up it is reported that hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. As per current follow up device monitoring procedure not performed. Have you had your essure (or any part of the device) removed? No. Current height .5. Ft. 2. In. Current weight 190 lbs. Discrepancy noted removal date is (B)(6) 2015 and (B)(6) 2013. She had been treated for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: micro inserts were visualized in an optimal location and in place. Uterine position was anteverted. Subject instructed to discontinue alternative contraception today. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine this perforation ("uterine perforation"), pelvic pain ("pain") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. 855633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, anemia and dysfunctional uterine bleeding. Concomitant products included nsaid's, paracetamol (acetaminophen), sertraline (zoloft) and vicodin. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish") and weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy, dilatation, and curettage, attempted novasure endometrial ablation), surgery (hysterectomy (partial). At the time of the report, the uterine perforation, pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. (B)(6) 2012-presented for transvaginal ultrasound related to esstvu protocol. Micro inserts were visualized in an optimal location and in place. Uterine position was anteverted. Subject instructed to discontinue alternative contraception today. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events menorrhagia,depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('uterine perforation'), pelvic pain ('pain') and menorrhagia ('menorrhagia'). In an adult female patient who had essure (batch no. 855633), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: obesity, anemia and dysfunctional uterine bleeding. Concomitant products included: hydrocodone bitartrate;paracetamol (vicodin), iron since (B)(6) 2012, medroxyprogesterone acetate (depo provera) (B)(6) 2012, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and sertraline hydrochloride (zoloft). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). And was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("complication and discomfort for constant bleeding"), pelvic discomfort ("discomfort for constant bleeding") and post procedural complication ("post removal complications"). The patient was treated with surgery (supracervical hysterectomy (uterus only, ablation and hysterectomy (partial)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, depression, anxiety, pelvic discomfort and post procedural complication outcome was unknown. And the pelvic pain, menorrhagia and genital haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic discomfort, pelvic pain, post procedural complication, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepant information. Previous follow up it is reported, that hysterosalpingogram: on (B)(6) 2012, total bilateral occlusion. As per current follow up device monitoring procedure not performed. Have you had your essure (or any part of the device) removed? No. Current height 5. Ft. 2. In., current weight 190 lbs. Decripensy noted, removal date: is (B)(6) 2015 and (B)(6) 2013. She had been treated for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 34.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2012, results: total bilateral occlusion. Ultrasound scan vagina: on (B)(6) 2012, micro inserts were visualized in an optimal location and in place. Uterine position was anteverted. Subject instructed to discontinue alternative contraception today. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, extension of expected date of next report. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), pelvic pain ('pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 855633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, anemia and dysfunctional uterine bleeding. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), iron since (B)(6) 2012, medroxyprogesterone acetate (depo provera) (B)(6) 2012 to december 2012, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and sertraline hydrochloride (zoloft). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("complication and discomfort for constant bleeding"), pelvic discomfort ("discomfort for constant bleeding") and post procedural complication ("post removal complications"). The patient was treated with surgery (supracervical hysterectomy (uterus only, ablation and hysterectomy (partial)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, depression, anxiety, pelvic discomfort and post procedural complication outcome was unknown and the pelvic pain, menorrhagia and genital haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic discomfort, pelvic pain, post procedural complication, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepant information. Previous follow up it is reported that hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. As per current follow up device monitoring procedure not performed. Have you had your essure (or any part of the device) removed? No. Current height .5. Ft. 2. In. Current weight 190 lbs. Decripensy noted removal date is (B)(6) 2015 and (B)(6) 2013. She had been treated for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: micro inserts were visualized in an optimal location and in place. Uterine position was anteverted. Subject instructed to discontinue alternative contraception today.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: new event added- post procedural complication. Bleeding treatment was updated in rcc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation"), pelvic pain ("pain") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no: 855633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, anemia and dysfunctional uterine bleeding. Concomitant products included nsaid's, paracetamol (acetaminophen), sertraline (zoloft) and vicodin. In september 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish") and weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In march 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy, dilatation, and curettage, attempted novasure endometrial ablation), surgery (hysterectomy (partial)) and surgery (ablation). Essure treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion on (B)(6) 2012-presented for transvaginal ultrasound related to esstvu protocol. Micro inserts were visualized in an optimal location and in place. Uterine position was anteverted. Subject instructed to discontinue alternative contraception today. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events menorrhagia,depression most recent follow-up information incorporated above includes: on 29-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication, lot number and events abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pain, depression, mental anguish; weight gain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure was removed by total hysterectomy). Essure was removed. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.